Manufacturer narrative:
Result: lift motor.

Event description:
It was reported by service report that the lift motor is failing to lift weight. No pt involvement or adverse consequences are reported.